Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced due to a depleted battery. It was noted that electrode #1 showed high impedances prior to the ins replacement, but normal impedances after replacement. It was unknown whether the high impedances affected the battery longevity. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).